Event description:
It was reported that the electromagnet wires were hanging from the docking station and snapped in half. The docking station is located in a utility area, so there was no pt involvement. There were no adverse consequences reported.

Manufacturer narrative:
The device was evaluated by a field service rep and the wires were hanging down due to breaking loose from a cable tie or adhesive cable mount. The wires were most likely cut while they were hanging down out of the unit. The device was repaired and returned to service after passing functional and safety tests.